Manufacturer narrative:
(B)(4). The product was returned to edwards for evaluation. Visual and functional testing were performed. The device was prepped per the instructions for use (IFU) and a leak was found at the distal balloon bond. The device could still hold pressure, but would leak when the tip of the balloon was flexed. The device could not hold vacuum, therefore, could not be de-aired. The device was air leak tested per internal procedures and passed all testing. However, the device was unable to be completely de-aired due to its inability to maintain a vacuum; therefore inflation/deflation testing and simulating (or performing) valve deployment was not possible. A review of the complaint history revealed no complaints with a similar failure mode. The reported complaint was confirmed, as engineering was able to confirm the inability to de-air the device and visually confirmed a leak path at the distal balloon bond. Available information supports speculation that the failure was likely caused by faulty distal balloon bond created during manufacturing. A high rate of failure of the rf3 distal balloon bond during manufacturing was investigated thoroughly by the engineering team. The investigation was opened in (B)(4) 2011. The root cause of the issue was determined to be the presence of mold release on the plastic injection molded tips provided by the supplier. (B)(4). Every balloon is also 100% inspected for separation at bond sites, deterioration, and contamination, as well as inflated to inspect size. As part of the corrective action, further clarification to the visual inspection acceptance criteria for the distal balloon bond was also added to the process. It is important to note that balloon failure is highly detectable prior to device insertion into the patient. Per the IFU and physician training manual, the user must inflate the delivery system's balloon completely during the sizing portion of the preparation, prior to use in the patient. It is highly unlikely that the device would be used, as it is almost certain any leaks, ruptures or damage to the balloon would be detected. The IFU and training manual for the retroflex3 delivery system were reviewed and no insufficiencies were identified. At this time, no leaking failures have been confirmed after the implementation of the corrective actions. This product was manufactured prior to the implementation of corrective actions. No further corrective actions are warranted at this time.

Event description:
As reported by the edwards clinical specialist, the product continued to entrain air into the system during prep. The device was not used and another device was used successfully to complete the procedure.